Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported during surgery that the surgeon broke the anchor during insertion. A delay of 35 minutes took place retrieving the broken piece from the patient. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: anchor broke stuck in left hip. Probable root cause: design anchor/inserter too large to insert into cannula, anchor/inserter has difficult sharp/geometry which impedes insertion manufacturing, anchor/inserter not manufactured to specification, anchor/inserter not assembled to specification application, excessive force, off angle insertion. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence the device manufacturer date is not known. (B)(4).

Event description:
It was reported during surgery that the surgeon broke the anchor during insertion. A delay of 35 minutes took place retrieving the broken piece from the patient. All pieces were retrieved.